Manufacturer narrative:
The insulin pump cracked case at lcd window corner and cracked battery tube threads noted. The device had minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had cracks on the insulin pump. Customer was advised to discontinue use of the pump. There are two cracks on the pump including one by the display and one by the battery compartment. The health care professional did not know how the cracks had occurred. Insulin pump will be returned and replaced. No additional information provided.